Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the customer experienced a high blood glucose (bg) level which displayed as "high"; however, no specific value was provided. Suspected cause was due to the customer's settings requiring adjustments. Customer delivered a bolus via the pump to address bg. Customer updated their pump settings to address the event.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified. Based on the analysis, the alleged elevated blood glucose issue was verified in the pump logs; however, no failure was identified.